Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: a6 (race), d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a zenith flex aaa endovascular graft bifurcated main body delivery system was difficult to advance. Upon insertion, the device could not be advanced from the skin access site to the femoral artery. The introducer sheath and dilator were not smooth, so the sheath was withdrawn. Dilators were used for pre-dilation of the site, and sterile gauze soaked in propofol was used to wipe the introducer sheath; however, the delivery system still could not be advanced. It was suspected that the introducer was damaged and was unable to be used. A second main body device was obtained and was successfully inserted into the patient. It was noted that no scarring was observed in the vessels used for device introduction. A video of the computed tomography (CT) imaging was provided for review. No damage was noted to the device when preparing the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.